Event description:
New information received indicates the oversensing was observed at a follow up in clinic. The atrial lead oversensed noise.

Event description:
It was reported the patient presented with an atrial lead that exhibited oversensing. The lead was capped and replaced on 5 dec 2023. The patient was in stable condition.